Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties and subsequent surgical procedure to remove the separated balloon is related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right common iliac artery with mild calcification and 30% stenosis. An unspecified guide wire was advanced toward the target lesion without issue. A 9x60mm armada 35 percutaneous transluminal angioplasty (pta) balloon was soaked prior to use and air aspiration was performed outside the anatomy. The armada was advanced toward the target lesion and the balloon was slowly inflated once to 10 to 12 atmospheres. At about 45 seconds the inflation device depressurized in keeping with a balloon rupture. An attempt was made to withdraw the armada 35; however, resistance was noted with the guide wire. After some tugging, the balloon system was withdrawn but the balloon separated and part of the balloon remained in the access site of the left common femoral artery. The patient was sent to surgery and the separated balloon was removed via left groin femoral exploration and arteriotomy at the common femoral artery bifurcation. No additional information was provided.